Event description:
It was reported that post-operatively a cardiac ablation procedure, the patient experienced procedural complications that resulted in an extended hospital stay. It was later reported that the patient was experiencing intense and radiating pain to her pelvis after the procedure. A stat computed tomography (CT) of the abdomen and pelvis was ordered. CT revealed small foci of active arterial contrast extravasation in the right groin. Multiple small up to 1.5cm to 5cm. On the following day, the patient had vascular ultrasound of lower extremity in which revealed pseudoaneurysm neck, emanating from the superficial femoral artery (sfa) but no significant plume seen. The adverse events were reported to have resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.